Event description:
Device report 1 of 3: ref MFR report: 1627487-2012-07074. Ref MFR report: 1627487-2012-07075. It was reported the pt had been experiencing uncomfortable heating at the ipg pocket site during the recharge process. The pt reported he has itching throughout his body starting from the ipg site to the lead placement site. The pt is being treated with antihistamine to address the symptoms. On (B)(6) 2012, st jude medical, (B)(4), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
This ipg serial number is included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.